Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 083130. Oxf anat brg rt sm size 5 PMA; item# 159570; lot# 304230. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a right knee arthroplasty. Subsequently, approximately one year and ten months post implantation, they underwent a revision surgery due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process. Medical records were provided and reviewed by a health care professional. The review indicated extensive lateral compartment wear to full thickness and a tibial component exhibiting mild loosening. The component was inadequately fixed and was removed without difficulty. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a4, b1, b4, b5, b7, d10, g3, g6, h2, h6, h10, h11. D10 - associated medical devices: unknown cement; item# unknown; lot# unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right knee medial unicondylar arthroplasty performed. Subsequently, the patient was revised approximately one year and ten months later, due to pain felt to be secondary to end-stage arthritis of the knee. During the revision, the tibial component was found loosely fixed to the tibia and was easily removed. The femoral component was noted to sit in significant flexion relative to the distal femoral condyle. While removing the femoral component, a small nondisplaced fracture was noted at the distal medial condyle which extended distal to the mcl origin. No further fragment displacement occurred, and no additional treatment or intervention was required. The total knee arthroplasty was completed without further complications. Attempts have been made and no further event information is available at the time of this report.